Manufacturer narrative:
The customer reported issue of the autopulse displayed ua16 (timeout moving to take-up position) error message was confirmed during initial functional testing and in the archive data review. The issue was attributed to a defective drive train motor. Visual inspection was performed and noted no damaged upon receipt. Archive review showed multiple ua16 (timeout moving to take-up position) error messages on (B)(6) 2017 and (B)(6) 2017. Functional testing was not performed due to autopulse displayed ua16 (timeout moving to take-up position) error message upon powering up of the device. The issue was attributed to a defective drive train motor. Upon customer approval, the component will be replaced and the device will be further tested to full specification.

Event description:
It was reported during shift check that the autopulse displayed ua16 (timeout moving to take-up position) error message upon powering up of the device. According to the customer, the lifeband did not move, and the autopulse displayed ua16 (timeout moving to take-up position) error message. There was no patient involvement on this issue.